Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that when she removed the infusion set, she discovered a fat deposit in the cannula. Troubleshooting was performed, and the programming on the insulin pump was correct. During the prime test, the customer saw insulin exit the tubing and the insulin pump alarmed no delivery. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.